Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: the joint leaked during the infusion.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: the joint leaked during the infusion.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.